Event description:
Nurse has a note in the chart that states the as5000 (sn: (B)(6)) had error message " low water flow & pads will not prime". They went through troubleshooting on the screen, but the error persisted. Wanted to check with mi before sending to biomed. Per operator's manual: "carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system." Suggested sending to biomed if none of the troubleshooting tips work.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The investigation indicated that the reported issue was not manufacturing, or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse had a note in the chart stated that the arctic sun device had error message " low water flow & pads will not prime". They went through troubleshooting on the screen, but the error persisted. Nurse wanted to check with mi before sending to biomed. Per operator's manual it was mentioned that carefully observe the system for air leaks before and during use. If the pads failed to prime or a significant continuous air leak was observed in the pad return line, and check connections. If needed, replace the leaking pad. Leakage might result in lower flow rates and potentially decrease the performance of the system. Mis suggested sending the device to biomed if none of the troubleshooting tips work. Per review of wo on(B)(6)2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.